Event description:
It was reported that when using the bd pyxis¿ es server, user had a patient interface issue and not crossing over pyxis. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient interface issue, was not crossing to pyxis. A technical support specialist dialed into the server and ran a server downtime query, which revealed that the carefusion coordination engine (cce) was in a disconnected state. Several services data maintenance (ssms), external message, net.pipe listener, net.tcp listener, and net.tcp port sharing were restarted. The interface services utility for cce (build 1) was deployed and showed as "queue," while the cce server indicated a successful event triggered. However, rerunning the downtime query showed no changes. Tss confirmed with the customer that critical override (co) icon had disappeared, all devices were now communicating, and the reported issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.